Event description:
Patient presented to ER via ems as a trauma, intubated for increased work of breathing and airway protection. Endotracheal tube (ett) continuously disconnecting from vent circuit. Anesthesia notified, patient placed on 100% o2. Mouth suctioned. Patient intubated w/o difficulty. FDA safety report ID# (B)(4).